Manufacturer narrative:
Per data log analysis, on (B)(6) 2018 the system is powered down with the date set to (B)(6) 2018. The next time the system is powered up the date has changed to (B)(6) 2077. This will cause the reported red battery condition. The system will automatically reduce the battery capacity based on how long the system is powered off. Since the date was incorrect the system determined the system was powered off long enough to cause the red battery (0 capacity). Looking through the logs, this problem has occurred one other time after a power down on (B)(6) 2018. In this case the date changed to (B)(6) 2045. Since the real time clock is part of the central control monitor (ccm), this issue is most likely local to the ccm. The field service representative (fsr) installed a loaner ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a "red" battery condition was reported. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. The central control monitor (ccm) functioned normally with no red battery icon observed. The service repair technician (srt) replaced the single board computer (sbc) and coin battery as a precaution and likely cause. The unit operated to the manufacturer's specifications.